Manufacturer narrative:
Seat section of litter broken with sharp edges.

Event description:
It was reported by service report that the fowler was separated from the seat section on one side with sharp edges. No pt involvement or adverse consequences are reported.